Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The event date (slda) was estimated as (B)(6) 2022. The implant date was estimated as (B)(6) 2022.

Event description:
This is filed to report a single leaflet device attachment, recurrent mitral regurgitation and medical intervention. It was reported that on (B)(6) 2022, a patient presented with grade 4+ functional mitral regurgitation (mr). A mitraclip was implanted and the mr was reduced. On (B)(6) 2022, a single leaflet device attachment (slda) was observed. A second mitraclip intervention was performed on (B)(6) 2022. The clip was attached to the a2 segment. An additional clip was implanted to stabilize the slda and decrease the recurrent grade 4+ mitral regurgitation. One clip was implanted medial to the slda. A second clip was placed lateral to the slda, but the mean gradient was 7.0 mmhg. The clip was removed to avoid mitral stenosis. The gradient returned to baseline and there was no adverse patient effect associated with the brief increase in pressure gradient. The procedure was completed with a mr grade of 1+. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported mitral valve insufficiency/ regurgitation (worsening mr), dyspnea, and fatigue were due to the slda. The cause of the reported incomplete coaptation (postprocedure) associated with the slda could not be determined. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The event date (slda) in b3 and b5 was estimated as 08/01/2022 the implant date in d6a and b5 was estimated as (B)(6) 2022.

Event description:
This is filed to report a single leaflet device attachment, recurrent mitral regurgitation and medical intervention. It was reported that on (B)(6) 2022, a patient presented with functional mitral regurgitation. A mitraclip was implanted and the mr was reduced. On (B)(6) 2022, a single leaflet device attachment (slda) was observed. A second mitraclip intervention was performed on (B)(6) 2022. The clip was attached to the a2 segment. An additional clip was implanted to stabilize the slda and decrease the recurrent grade 4+ mitral regurgitation. One clip was implanted medial to the slda. A second clip was placed lateral to the slda, but the mean gradient was 7.0 mmhg. The clip was removed to avoid mitral stenosis. The gradient returned to baseline and there was no adverse patient effect associated with the brief increase in pressure gradient. The procedure was completed with a mr grade of 1+. There were no adverse patient effects or clinically significant delay. Additional information received subsequent to the initial emdr, on (B)(6) 2022 to abbott and (B)(6) 2022 to ppg [event date was corrected to (B)(6) 2022]: it was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr). A mitraclip was implanted and the mr was reduced to grade 1. There were no complications and the patient was discharged the next day. On (B)(6) 2022, a 30 day follow up transesophageal echocardiogram (tee) was performed. The mr had increased from mild to moderate. On (B)(6) 2022, [estimated date] the patient became symptomatic with fatigue and dyspnea, and a possible slda. An additional mitraclip procedure was performed on (B)(6) 2022 to treat the confirmed single leaflet device attachment (slda). No additional information was provided.